Event description:
A customer contacted baxter's technical service center reporting air in the patient line during a low drain volume in the initial drain on a home choice (hc). The technical service representative (tsr) asked the home patient (hp) the troubleshooting questions. The tsr asked the hp if the patient line clamp was open in priming and the hp stated no, she was not connected, and that patient line clamp was closed. The tsr explained the patient line should be open in priming so the patient line can prime completely. The tsr had the hp close the clamps, disconnect and cycle the power. The hc alarmed power restore/drain. The tsr assisted the hp with ending the therapy and getting the set out. The tsr explained the hp will have to start over with all new supplies. The tsr recommended the hp contact the registered nurse (rn) about connecting to the hc when the patient line was not primed. During a follow call to the peritoneal dialysis nurse (pdn) (B)(6) 2012 regarding the air in the line and clamps closed during prime. Per the pdn, she was not aware of the incident. The pdn would follow up with the home patient (hp) regarding the proper therapy procedures. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in line was confirmed because the technical service representative (tsr) asked the home patient (hp) if the patient line clamp was open during priming and the hp stated no. They stated they were not connected and that the patient line clamp was closed. The tsr explained the patient line should be open during priming so the patient line can prime completely. The cause was determined to be use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.